Manufacturer narrative:
Analysis of the pump revealed no anomaly found. (B)(4).

Event description:
It was reported, the patient began to experience increase spasticity and despite increase infusion rates the patient did not have any response to the treatment. It was thought that there was a catheter issue, but x-rays were done and it was determined that there was no problem with the catheter. Because of this, it was decided to replace the pump on (B)(6) 2013. The patient¿s status at the time of the report was alive, no injury. The pump was used to deliver lioresal. Additional information later reported that despite increasing the infusion rate, the patient only felt better for a short period of time. Trouble shooting of the catheter noted ¿there was fine liqueur fluid from the catheter so therefore they decided to change the pump.¿ a rotor test was not performed to exclude pump malfunction, nor was there any indication of a motor stall in the pump logs. Additionally, there wasn¿t a volume discrepancy reported during a pump refill. The patient was reported to be receiving effective therapy and was ¿ok.¿ it was also noted that there has always been only one drug in the patient¿s pump and that there were no preservatives used in the drug preparation.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.